Event description:
Additional information reported that the patient experienced back pain and was lethargic. It was later reported that the catheter issue was at the distal end. The ¿new¿ catheter placement was noted to be more cephalad and resulted in lower overall dose and greater cognitive side effects. The patient was hospitalized for this event. It was also noted that the patient recovered without sequelae and was ¿doing very well.¿

Event description:
It was reported that the patient experienced an overdose shortly after pump replacement, and then was later in the emergency room (ER) with possible withdrawal symptoms. The patient was admitted to the hospital ER due to being "delirious" and the healthcare provider (hcp) was concerned about withdrawal. Shortly after pump replacement, the patient was overdosed and the dose was reduced. It was noted that a bridge bolus was programmed on (B)(6) 2012. The hcp was attempting to reprogram the pump upon the presentation of symptoms. Upon reading the pump, the hcp received a message "pump and catheter data invalid" and was unable to proceed with programming. It was said that the problem was with the programmer software card. The hcp attempted a therapy stop to see if additional programming screens would become available however, it didn't work, and the pump infusion mode was at minimum rate. It was thought that the pump was at a minimum rate most likely due to the therapy stop. Further troubleshooting was going to be performed. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that following the replacement, the healthcare provider ¿made a few programming errors¿ along with there being a new catheter and trying to titrate the correct dose. As a result, the patient began to experience some overdose symptoms. As previously reported, the hcp encountered a pump memory error; however it was not known if the programming errors referred to, pertained to that event. For further detail on the pump memory error event, please also see manufacturing report # 3007566237-2012-02650. The information reported made the timeline and the specific event detail unclear, thus it was not known if the events reported in manufacturing report ## 3007566237-2012-02650 contributed to, or were related to the event reported in this manufacturing report #. As previously reported, the patient was now fine and doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8870 serial# unknown, product type software product ID, 8840 lot#/serial# unknown, product type programmer, physician product ID, 8709 lot# l71604, implanted: 1999 (B)(6). Product type catheter. (B)(4). Eval: conclusion: applies to the pump device only.